Manufacturer narrative:
Note: philips has started an investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
The customer reported that a nurse received a shock from the system while moving the patient from the CT scan table back to their stretcher. The nurse received treatment for his left calf and was hospitalized. The treatment plan, or confirmation of the cause of the injury were not made available. It was indicated that the source of the shock was not determined. The extent of the nurses' injury is reported as indeterminate. This issue has been determined to be a reportable event based on the available information. Philips has initiated an investigation of this complaint.

Manufacturer narrative:
Philips received a complaint regarding an incident involving the brilliance ict CT system. The report alleged that a nurse experienced an electric shock while transferring a patient from the CT table to a mobile stretcher that was positioned beside the CT table. The shock caused the nurse to kneel to the ground. The nurse received treatment for a left calf injury due to redness and calf swelling and was hospitalized for a week and expecting to recover. Details of the treatment plan were not provided. Subsequent inquiries clarified that the nurse was hospitalized for over a month following the event. The nurse declined to provide medical records, and no further clinical details were made available to philips. More than three direct requests were made by philips' local support team on behalf of the philips medical expert to speak with the medical care team; however, there was no response. The extent of injury to the nurse remains unconfirmed. An on-site inspection of the CT system was performed by a philips field service engineer (fse), and damage to the table covers was identified. Replacement parts for the covers were installed. A further investigation was performed by philips research and development team and the fse, which found no definitive cause for the alleged shock. An independent inspection was conducted per gb 9706 standards. All electrical safety, appearance, and connectivity tests passed, with no abnormalities found. The only noted deviation was that ambient humidity was found to be below the recommended 35¿70% range, and a humidity increase was recommended. Following review of the investigation details, it was determined that the brilliance ict CT system was operating within specification. No system malfunction was identified, and there is no evidence to suggest that the device caused or contributed to the reported incident. These codes were updated based on the investigation outcome: problem code, patient outcome code, health impact grid, evaluation results code, component code, and conclusion code.